Manufacturer narrative:
Evaluation summary: one used e3310 device was received, and examination of the sample confirmed an issue with a detached component. Visual inspection found the shaft was bent and had detached from the body of the device. No pieces were missing, and the device failed hipot testing for electrical leakage at the point where the shaft connects. This type of damage can be caused by bending the shaft during use. The investigation identified the root cause of the reported issue to be mishandling. The instructions included with this product cautions users that applying excessive force, kinking, or bending at severe angles may result in damage to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the junction between the insulation and the plastic hand piece broke during use on a patient. Prior to breaking, the device was reported to feel unstable. No piece of the device fell within the patient. There was no patient injury, and a new device was used to continue the procedure.